Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 200 mg/dl. The customer stated that the insulin pump got wet and numbers are running through. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the insulin pump will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly or button error alarm was noted. The insulin pump had no up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and broken battery tube threads. Moisture damage was noted on the liquid crystal display circuit board.